Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause episode due to loss of contact and that the pause duration was reported incorrectly. It was also reported that the device was oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.